Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation. No parts have been received by manufacturer.

Event description:
A medtronic representative reported that during cranial biopsy, the navigation system became unresponsive. System was shut down and when the power was turned on, the system would not start. The procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.